Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the hole in the cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 24.8 mmol/l (447 mg/dl) and that there was a hole in the cannula. The patient was able to activate a new pod.

Manufacturer narrative:
The returned device was evaluated and was received fully deployed. The exposed portion of the soft cannula was kinked, and the cannula was flattened just below the kink. Because a blockage could not be cleared in the formed needle, it could not be determined if fluid could flow past the kink. Prior to the occlusion alarm, the pod delivered 2398 pulses without any timeouts or drive stalls that would indicate the blockage in the formed needle was present when the pod was received by the customer. It could not be determined when the damage to the cannula occurred or when the block in the formed needle occurred. It could not be conclusively determined if this affected the device¿s ability to deliver insulin when the pod was worn. An occlusion alarm was noted in the data. A root cause could not be conclusively determined for the occlusion alarm.